Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the previously deployed stent during advancement causing the reported failure to advance. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat an unspecified vessel, resistance was met between a 2.0 x 28 mm xience alpine and a previously placed non-abbott stent. The 2.0 x 28 mm xience alpine could not cross the stent implant and a shaft separation was noted. The xience alpine stent delivery system was able to be removed without issue. There was no reported adverse patient effect. Although there was a reported 5 minute procedure delay, there was no reported clinical significance. No additional information was provided.